Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the patient's transmitter was out of range for an unspecified amount of time. No additional event or patient information is available.